Event description:
It was reported the epg (external pulse generator) took a fall from table height. The epg was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery contacts are compressed. One printed circuit board flex is creased. Upper and lower cases, both bail covers, ring cover, battery drawer, and lcd (liquid crystal display) are broken. Lead flex cover is corroded. The ring is bent. Keyboard window is scratched.